Event description:
Healthcare professional reported "exchange from textured to smooth devices due to the patients concern with the product". Later, healthcare professional reported "rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.